Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-may-2026, it was reported by a sales representative via (B)(4) that a 0837-000 impactor pad broke during tibial nail case. Noticed during a case but able to complete with no patient effect.